Manufacturer narrative:
Claim # (B)(4).

Event description:
It was reported that a 13.7mm, micl13.7, -10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and the problem resolved. Cause of event was reported to be the device. For status of the eye (signs/symptoms): " 1 day po icl exchange. Mild blurry vision, already improving" was reported.